Event description:
It was reported that during an implant case the representative was unable to obtain waveform on the analyzer with the patient cable connected to the pacing lead. Changing out the cables did not work and the analyzer had to be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was able to obtain a waveform from the analyzer, however the device had "loss of communication" error when moving cables. The device powers up with low backup battery error. Also, the patient input connectors were broken.